Event description:
Customer reported difficulty ventilating a patient. Patient was reportedly transferred to the ICU. Investigation/ conclusion: it should be noted that the equipment at this site is serviced by a third party service organization. According to datex-ohmeda records, this organization has not been trained on the aestiva. Customer reported that they had previously experienced problems with the absorber top panel popping open. The hospital reportedly notified the third party service organization who, in turn, repaired the equipment. During the alleged case in 2004, customer reported the absorber panel popped open during the case. Clinician experienced difficulty ventilating the patient. The third party organization was, again, notified of the occurrence and reportedly repaired the unit. Datex-ohmeda service representatives performed a checkout of the equipment on four days later. Initial inspection of the machine duplicated the customer's reported complaint. Hospital personnel stated they are not in possession of any parts that replaced by the third party service organization. They further stated that disassembly of the absorber top panel would not be allowed for datex-ohmeda inspection nor would any parts from the machine be given to datex-ohmeda for investigation.

Manufacturer narrative:
Further investigation into the root cause of the reported complaint cannot be undertaken until datex-ohmeda is allowed further access to the equipment, including samples for investigation. If further information is obtained, a follow-up report will be filed.